Event description:
The patient slid off a chair and caught "the device on the way down". A few days later he experienced a shocking, vibrating, painful and/or jolting sensation that went from his back down to his scrotum area. He went to the emergency room which had no effect. The patient experienced pain in the scrotum area. The device was turned off and the pain persisted. The patient was traveling and in fair condition. The device was still turned off. Further information is being requested from the hcp.